Event description:
It was reported that a spectrum infusion pump had constant false upstream occlusion alert in the biomedical service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, constant false upstream occlusion test was not reproduced due to a reload set alarm. A review of event history log revealed multiple occurrences of upstream occlusion. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be upstream calibrations out of specifications. The ultrasonic requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.